Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 129 and 407mg/dl. The customer's expected fasting blood glucose test result range is 124 and 131mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 145 and 163mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 04/14/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 111mg/dl, (B)(6) 2017 04:23 pm, fasting: no; 176mg/dl, (B)(6) 2017 12:58 pm, fasting: no; 184mg/dl, (B)(6) 2017 12:46 pm, fasting: no; 195mg/dl, (B)(6) 2017 12:32 pm, fasting: no; 218mg/dl, (B)(6) 2017 12:28 pm, fasting: no. Customer states that she would run a blood sugar and got 407mg/dl and then 10 minutes later she would get results 129mg/dl.